Manufacturer narrative:
The manufacturer previously reported information alleging a thermal event to a remstar se device. The user alleged the battery exploded and the device did not retain water. The user was informed by the manufacturer that this device does not contain a battery and questioned user if he was referring to the power supply of the device. The user stated he would send photos, but the photos have yet to be received. The user was requesting a new device. The user alleges there was a burning odor, he saw smoke and heard a loud pop, and then he saw a small flame which had to be extinguished with a little bit of water. The user alleged the back of his headboard on his bed was burnt. There was no evidence of melting or exposed wires. There was no report of patient harm or injury. Additional information received from the user alleges they did see particles/residue in the device. Section h6, h7, and h9 updated in this report.

Event description:
The manufacturer received information alleging of a thermal event to a remstar se device. The user alleges the battery exploded and the device does not retain water. The user was informed by the manufacturer that this device does not contain a battery and questioned user if he was referring to the power supply of the device. The user stated he would send photos, but the photos have yet to be received. The user was requesting a new device. The user alleges there was a burning odor, he saw smoke and heard a loud pop, and then he saw a small flame which had to be extinguished with a little bit of water. The user alleges the back of his headboard on his bed was burnt. There was no evidence of melting or exposed wires. There was no report of patient harm or injury. The device has not returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.